Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted some wrinkling of the insulation 21-25 millimeters from the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this lead was an attempted implant. Pacing impedances of greater 2000 ohms were noted through the pacing system analyzer (psa) and the device. The lead was attempted to be repositioned without resolution. A new lead was implanted with good resulting numbers. The lead has been returned for analysis. There were no adverse patient effects reported.